Manufacturer narrative:
Continuation of d10: product ID 309201, lot# 60607519, implanted: (B)(6) 2025, product type screening device, section d information references the main component of the system. Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(6), ubd: 19-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient using an external neurostimulator (ens) for urge incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that as doctor was removing stylet from lead the stylet got caught in the lead, unraveled the lead and required strength greater than usual to pull stylet from lead. Lead integrity seemed compromised, so lead was removed, and we started over. The cause of the event was not known. The lead was replaced with a lead from their trunk. Lead accidentally thrown away by office staff into sharps container so it cannot be returned. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 309201, lot# 60607519, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that the cause of the stylet getting stuck on the lead was unknown. As resolution the lead was replaced with a new one. The issue was resolved. The cause of the lead breaking was unknown and as resolution the lead was replaced. The issue was resolved. The information was confirmed/provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 309201, lot# serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 309201, lot# 60607519, implanted: (B)(6) 2025. Explanted: product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.